Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. A vyaire certified service technician was able to verify the customer's reported issue. Bench testing revealed a malfunctioning power board. The service technician replaced the power board and the reported issue was resolved. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that a staff member heard a nurse call alarm coming from a patients room. When entering the room the nurse found model lap top ventilator 1150 turned off while connected to the patient. The nurse stated that the device was not providing any ventilation and no led activity was noted. The patient was removed from the device, provided positive pressure ventilation via manual resuscitator and placed on a back up device. The nurse confirmed that there was no patient harm associated with the reported event.